Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had charging issue with the implantable pulse generator (ipg) which was increased charging two to three times per week and unable to hold a charge for more than a few days. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.